Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, the battery gauge was fluctuating. The customer¿s blood glucose ranged between 230-250(mg/dl). Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged data error alert issue could not be verified.